Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During cement stem insertion, the cement hardened too quickly, preventing further placement. An attempt was made to remove it, but it proved difficult to extract, and bone fracture occurred during removal. Subsequent revision efforts to remove the cement were unsuccessful. A different stem was placed, and the surrounding bone was drawn together and stabilized using several soft wires. The doctor reviewed the case and is considering a two-stage revision. Update: the patient was transferred to another hospital and no revision was performed.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. Product inspection on the retained products: visual inspection: visual inspection was performed on three retained samples from the reported lot while mixing the cement product. Visual inspection indicated, "no unusual characteristics were observed. The samples appeared to have a homogenous appearance." Refer to attached laboratory results. Functional inspection: functional testing was performed on three of the retained samples of the reported lot to verify doughing time, working time, and setting time of the product. The samples met the required specification for the test. Refer to laboratory results. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that during cement stem insertion, the cement hardened too quickly, preventing further placement. Furthermore, the patient's femur was fractured in attempts to extract the cement. The reported devices were not returned; however, testing was performed on three retained samples from the same lot, and all samples met the required specification for the test. The reported event is not confirmed and a root cause cannot be determined. A variety of factors can affect how simplex cement mix performs during surgery, such as storage conditions and handling techniques. The IFU associated with the reported device indicates the following relevant instructions for storage and handling: "store in dark at a temperature below 25°c." The IFU also states instructions for mixing the cement as well as a setting time chart which provides a reasonable indication of the cement¿s mixing and handling characteristics for the particular operating room temperature. Additionally per the IFU, "for safe and efficacious use of surgical simplex p radiopaque bone cement the surgeon should have specific training and experience to be thoroughly familiar with the properties, handling characteristics, and application of the product." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.